Manufacturer narrative:
Patient symptoms are reported in MFR# (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: (B)(4). The log file analysis showed a series of low power hazards on (B)(6) 2020 . These were caused by power to the mpu being briefly interrupted. No further information was provided.

Manufacturer narrative:
Section b5, d4: multiple attempts were made to obtain additional information from the customer regarding the event (including device serial number); however, no additional information was provided. Manufacturer's investigation conclusion: the reported event, of a loss of external power event while on the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review ¿ noting that the patient had been admitted to the hospital with driveline issues. Technical service reviewed the log file and noted a loss of external power event while connected to the mpu. The event log file contained approximately 3 days of patient event data. There was one loss of external power event that occurred with the patient on the mpu. The event resolved within 3 seconds. The controller operated on backup battery power due to the event. The mpu was the power source before and after the event. No equipment was returned for evaluation. Multiple requests for additional event information were sent to the customer. No additional event information was provided. The reason for the loss of external power events could not specifically be determined from the log file. Device build records were not reviewed. The serial number of the mobile power unit (mpu) was not reported. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.